Event description:
The locking screw was found to be fractured during the revision surgery, making removal of the proximal body from the distal body impossible. An attempt to explant the entire stem was unsuccessful. Consequently, the surgeon decided to leave the stem in situ and replace only the femoral head with a competitor component. The surgery was prolonged by about 30 minutes. It is suspected that the locking screw broke when implanted during the primary procedure. The revision surgery was performed about 4 years after the primary surgery due to pain and malrotation of the stem. The surgeon wanted to revise the m-vizion proximal body to correct the implant angle.

Manufacturer narrative:
The visual inspection will be performed.

Manufacturer narrative:
Fu1 device returned on 02 march 2026 r&d project manager analysis: the screw was found broken intraoperatively, during a revision of the m-vizion proximal body due to malrotation. Only the upper portion of the screw is available for inspection, while the lower portion remained in situ. The screw fracture occurred at the first thread. Some material at the start of the first thread is missing. The bottom surface of the screw showed evidence of scratching, suggesting contact with the bottom of the proximal body hole. Coating loss due to scratching is visible on the screw head, which may have resulted from contact with the proximal body during the removal of the component. No additional parts are available for inspection. The exact root cause of the screw breakage could not be definitively determined. It is suspected that an assembly-related condition in the primary surgery may have contributed to the breakage. Root cause: although a precise root cause cannot be established, the screw fracture is likely related to a possible assembly-related condition during the primary surgery, potentially in combination with intraoperative factors. The manufacturing history review could not be performed as the lot number of the locking screw is unknown.